Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Software error detected alarm found in the pump history (linenumber = 8192 and filenumber = 5464). Problem isolated to electronic assemblies as per global logic analysis (esf# (B)(4)). Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear and able to rewind the insulin pump. Fill cannula was recorded in the daily history. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The information related to product code has been updated and provided with this report.